Event description:
A review of service data detected a reportable event. During servicing of monitor, which was returned for routine maintenance, it was discovered that monitor had a rear response button that would stick. Also this monitor was found to have bent terminals within the battery well. The last pt to use this monitor did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The monitor was found to have a response button switch that would stick intermittently. The root cause of the stuck switch is currently under investigation and has not been determined up to this date. The response button was repaired. This monitor was also found to have damaged battery contacts. The root cause of the damage was probably forcing a battery pack into a misaligned monitor battery connector. The connector was replaced. The monitor was retested and restocked. No adverse event resulted from the faulty response button or damaged battery connector.